Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump screen display and the reservoir insulin do not match. The customer¿s blood glucose level was unknown but normal at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.